Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the retractor cracked during surgery when attempting to use the toeing screw feature. An alternative retractor was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned retractor was examined. The right rotation plate is fractured. The cause of this failure can likely be attributed to an off-axis applied force that overcame the mechanical capabilities of the rotation plate. A review of the DHR did not identify any manufacturing related issues which would have contributed to this event.